Event description:
It was reported that during a stent graft placement procedure, the stent allegedly partially deployed. It was further reported that the stent was allegedly found to be protruding the graft material upon removal from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. One of the stent struts was found perforating the sheath while the stent was partially deployed. It is considered the perforation of the sheath led to the impossibility to completely deploy the stent graft which leads to confirmed results. It was reported that a 0.035" guidewire was used, pre-dilation was performed, the device was flushed, there was no calcification or tortuosity in the vessel and the procedure was done bareback. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed result for sheath perforation and partial deployment of the stent is considered a cascading event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device'. Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 09/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly partially deployed. It was further reported that the stent was allegedly found to be protruding the graft material upon removal from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2025). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.